Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that the intraocular lens (iol) did not have enough support, so it had to be removed and replaced with a 3 piece iol. Further information was provided indicating that a patient had a pcr (posterior capsular rent) upon iol insertion in the right eye. During follow up, it was reported that the patient¿s capsule was weak. The patient¿s outcome after the replacement procedure was good. There was no visual issues reported. The incision was enlarged. A vitrectomy was performed. Treatment or prescription given by the doctor outside of the normal post-operative treatment: muro ointment and drops, switching lotemax gel to durezol. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.